Event description:
It was reported that expansion failure occurred, requiring additional intervention. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified iliac artery. A 8x80x75 epic stent was advanced for treatment. However, when the stent was deployed, the stent failed to fully expand and was not enough to treat the lesion. Post ballooning was performed to expand the stent in the lesion and was completed with another of the same device. There were no patient complications reported.